Event description:
During testing, prior to use on a pt, customer noticed that the below blue cuff was defected. When air was blown in this cuff it formed a "hernia" (bulge). Reporter confirmed no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this record is expected to be returned for eval.